Manufacturer narrative:
Reference medwatch 3004209178-2015-96294 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received several calibration error alarms. The customer's blood glucose level was 267 mg/dl. The insulin pump went into threshold suspend. The product will return. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor failed for low readings.